Event description:
Since (B)(6) 2017 dyspnea, shortness of breath, dizziness, lower limb edema on rx chest:overloading treated with increase dose of diuretic (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).